Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the arteriovenous fistula. A 12.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during procedure, it would not inflate due to a small hole at the base of the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR.: a 12x40x75cm gladiator device was returned for analysis. A visual examination identified that the balloon was not folded which indicated that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 13mm proximal of the proximal markerband. An examination of the balloon material and markerbands identified no issues. The rated burst pressure for this device is 20 atmospheres as per gladiator specification. A visual and microscopic examination of the markerbands identified no issues. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and tactile examination identified no damage to the tip. No further issues were identified during the product analysis.

Event description:
It was reported that balloon pinhole occurred. The target lesion was located in the arteriovenous fistula. A 12.0 x40, 75cm gladiator elite balloon catheter was advanced for dilatation. However, during procedure, it would not inflate due to a small hole at the base of the balloon. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.